Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's screen was difficult to read. The customer's blood glucose value was unknown. Customer reported pump rejected new batteries at room temp and had scratches on the display screen which made it difficult to read. Customer stated around and on the buttons and casing was spiderweb. Customer stated pump rewinds slower that it has in the past. The device will not be returned for analysis.